Event description:
The reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens and the lens flipped upside down in the patient's eye. The lens was removed with no patient injury, no enlarged incision or sutures. The technician attempted to re-load the lens but the lens tore. The backup lens was implanted with no problem.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).